Event description:
Prepped pt for IV insertion, loosened IV (moved forward slightly and returned to starting position; poked pt, good blood return; bottom of catheter began leaking as advancing, removed IV and catheter examined IV/cath, needle was through bottom of catheter.